Event description:
It was reported that the customer received a battery out limit alarm on the insulin pump. The customer also stated that the buttons were not working, then suddenly, all of the buttons seemed to respond all at once but then it seemed to be stuck again, after the insulin pump may have been exposed to sweat or rain. The customer's blood glucose level was 169 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery or battery out limit alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. No moisture damage was found on the electronic assembly or motor. The insulin pump had minor scratches on the display window, cracked battery tube threads, cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.